Event description:
The facility reported a male pt who was hospitalized for peritonitis on an unk date after experiencing a leaking transfer set after 120 days of use. A culture was taken in 2008, of cloudy dialysate which returned positive. The pt reportedly had a culture and sensitivity drawn (date unk) with results of methicillin resistant staphylococcus aureus. The pt was treated with vancomycin and teicoplanin (dose, rate and concentration unk) intravenous for an unk length of therapy. The pt outcome is unk.

Manufacturer narrative:
A sample was returned for evaluation. Evaluation results from from another country, indicate: a 1 mm crack was detected at 23 cm from the twist clamp by the underwater leak test at 8 psi for 10 seconds. The reported defect was confirmed.